Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer was getting system errors at startup. The customer stated that they were originally scheduled to perform a cholecystectomy, but they elected to do the procedure laparoscopically because the system errors. The customer did not call for support when the system had errors at power up. The intuitive surgical, inc. (Isi) technical support engineer (tse) identified that the error was related to the arm 3 tornado. The tse instructed the customer to exercise arm 3 and move the tornado joint but the tornado would not move. The tse had the customer emergency power off (epo) the system and the system powered up normally. The customer confirmed they would use the system for their following robotic cases. The isi clinical sales representative (csr) called to make sure the issue was reported and noted this was the second occurrence of error 23008. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) is performing follow-up to obtain additional patient/event information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the distal inner set up joint (suj) and universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the part(s) involved with this complaint. The failure analysis investigation is currently in progress for the usm. Once the investigation has been completed, a follow-up MDR will be submitted. The investigation for the suj has been completed. Error 22028 was confirmed as having occurred in the field by reviewing the logs. The unit was tested on an in-house system in normal mode where it passed without failures. It was then tested on a testing platform where it failed the fiber test on the parallelogram. When a new parallelogram was installed, the unit passed without failure. The component will be replaced. As of 10-aug-2022, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the procedure log showed a cholecystectomy procedure was performed on (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by the tse during troubleshooting. Investigation revealed the following possible related system errors: error 23007 - high command velocity during wiggle test on usm3, suj tornado. Error 22028 - armnet3 has failed post (see error 23007 on usm3 for axis). Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to system errors on the universal surgical manipulator (usm). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 failure analysis information can be found in h6 and h10 the universal surgical manipulator (usm) arrived at failure analysis and the reported problem of error 22028 was confirmed via procedure logs. The usm was tested on an in-house system in normal mode where it passed without failure. The usm was then tested on a pftp where it failed for fiber test on the parallelogram. A gold parallelogram was installed, and the unit passed without failure. The original parallelogram fiber was re-installed, and the errors returned. Additional analysis was performed on the setup joint (suj). The suj was installed on the system and passed all tests. The errors were not replicated.

Event description:
Refer to h10/h11 for follow-up information.